Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available

Event description:
It was reported that the device failed pressure. There was no reported patient involvement.

Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. The pump ehl confirmed the reported problem but it could not be replicated during the investigation. When the device was turned on there was a "keystuck" alarm. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the keypad, and the pump passed all functional tests and performed as intended after repair.